Manufacturer narrative:
Additional information: e1, e2 - new information received noted reporter name and title.

Event description:
It was reported that the patient presented for a follow up. The patient's insertable cardiac monitor (icm) exhibited undersensing. The device was reprogrammed. There were no patient consequences.